Event description:
Reportedly, the white spike penetrated the tissue before the surgeon did anything to the stapler. When the instrument had to be removed after firing, the stapler's head remained in the pt and it could not be removed because it was stuck in the anastomotic lip. A temporary colostomy was performed and the anvil was subsequently removed.